Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Device was returned and evaluated against the complaint. Visual inspection confirmed the silicone sleeve to be torn from the distal end of the shaft exposing the inner wiring. A single wire from the inner shaft is fractured and slightly unraveled. The chuck feature is worn consistent with multiple uses. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03911.

Event description:
It was reported that there is an unknown issue with rubber coating on drill, event occurred before sterilization. Attempts have been made and additional information on the reported event is unavailable at this time.